Event description:
It was alleged that the user received an injury. However, no information was given regarding any possible product defects or hazards, and no details were given regarding the extent of the injury or if any medical intervention was necessary.

Manufacturer narrative:
The customer was unable to confirm if the alleged injury had occurred, or if there was an alleged product defect as the unit could not be identified. This issue was resolved for the customer by ensuring that no further action was needed.

Event description:
It was alleged that the user received an injury. However, no information was given regarding any possible product defects or hazards, and no details were given regarding the extent of the injury or if any medical intervention was necessary.